Manufacturer narrative:
The inspection results of the returned device confirmed that the distal tip of the catheter was detached. The returned device did not include the marker band. The detached distal tip was not returned with the device. The remaining shaft measured at 136.9 cm. A kink was present at 34.5 cm from the tip of the remaining shaft. It is uncertain if this kink was present during the procedure or was a result of handling damage after removal from the patient. The manufacturing records for this lot were reviewed and did not reveal any issues pertaining to design, manufacturing, or quality. Appropriate testing and inspection were completed to ensure the device met minimum tensile specification and was kink resistant. 100% visual inspection was performed on the distal section of the catheter and the distal section was free of defects or protrusions. The root cause of the detachment is unable to be determined. At this time, the cause of the break is unknown.

Event description:
A thrombectomy was performed to treat occlusion in the left m1 segment of the middle cerebral artery (mca). The access catheter zoom 88-t was delivered over an intermediate catheter and 038 guidewire to the internal carotid artery (ica) terminus. Zoom 71 reperfusion catheter was advanced to the face of the clot, and reperfusion was achieved after the third pass. After the third pass, the physician injected contrast through the zoom 88-t, and under fluoroscopy the physician saw the zoom 71 tip advance from the zoom 88-t to the mca. The physician proceeded to use a stent retriever to remove the zoom 71 tip. There were no further adverse events or negative patient outcome post removal of zoom 71 tip. The patient is stable following the procedure.